Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead had just had a device replacement two weeks prior due to erosion. During the intervention, the physician did a culture of the pocket and a small skin biopsy at the implant site. At that time, he had some difficulty closing the skin because the skin was very thin. The patient returned for a post-implant follow-up and the scarring had not yet started. The pocket wound was still open with some infection. High pacing threshold measurements were also noted. The patient will be seen again for a follow-up, and at that time, they might consider implanting a new system on the patient's right side. There was no allegation against the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.